Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission revealed that the pacemaker exhibited far r oversensing on the atrial channel which result in an inappropriate mode switch. No intervention was made. The patient was in stable condition.